Event description:
A (B)(6) female. History of saline breast augmentation 2001 with complaints of itching and pain for 1 year involving the left breast. Pt had mammogram after noticing firmness of left breast for one month. Mammogram/sonogram revealed circumferential fluid collection surrounding entire left breast extending to axillary region. Ultrasound guided fluid aspiration performed on (B)(6) 2011 revealed atypical lymphoid proliferation consistent with cd30 positive, alk negative anaplastic large cell lymphoma. Surgery performed (B)(6) 2011 to remove implants, had confirmation of pathology.